Event description:
It was reported that the patient's pacemaker exhibited noise.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.